Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that blood backed up during an infusion was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The incident administration set was not received for this investigation; therefore, testing could not be performed. On (B)(6) 2025 between 10:14 am and 10:16 am the pump module alarmed for safety clamp open and an infusion was started at a rate of 0.6 ml/hr and volume to be infused (vtbi) of 6 ml. The vtbi was reprogrammed to 8 ml. At 10:46 am the unit was channeled off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these, may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported blood that backed up during an infusion could not be determined during the investigation. The returned device was evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had blood that backed up during an infusion on (B)(6) 2025. There was patient involvement and no harm.

Event description:
It was reported that the large volume pump module had blood that backed up during an infusion on (B)(6) 2025. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.